Event description:
The customer reported that the system will not fluoro. The pt was not injured.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep reseated the pcbs in the workstation and checked for loose connections in the camera and c-arm. The flashed nodes were reloaded with configuration files and the rep could not reproduce the no fluoro error. The system is working as intended.